Event description:
Harmonic in thyroid procedure was notably warm at the completion of the procedure. A retractor was used and in close proximity to the harmonic, the pt had an area that was red, excoriated but not blistered. The surgeon stated no treatment was necessary, it is uncertain if the reddened area was from the retractor or the harmonic itself. The pt has recovered without impairment related to the procedure. Due to excessive heat noted in the harmonic, the hand piece, power source, and the cord were immediately removed from service. The rep from ethicon was notified and investigation of equipment is currently underway. Status post thyroidectomy visit to clinic on (B)(6) 2014: the surgeon's wound assessment stated that it was clean, dry and intact. The harmonic blue hand piece connects to the power source and also the harmonic focus shears. There is no expiration date. Only a usage/activation number that is tracked in the handpiece itself. The handpiece had 94 uses left.